Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up when the patient presented to the institution for a device replacement procedure, lead noise was observed. It was suspected noise was caused by possible clavicular crush. The lead was capped and replaced. No adverse events were reported and the patient was discharged.